Manufacturer narrative:
Pump received with no button response due to j2 and lcd keypad connector unlocked. Unable to perform the displacement test due to keypad anomaly. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive before and after a battery change. Customer does not recall any significant events leading to the error, but indicated that the back light was turned on right before the keypad stopped working. Customer's blood glucose was 132 mg/dl at the time of incident. Troubleshooting was done for keypad but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.